Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead 50 cm.

Event description:
A report was received that during an elective explant procedure a contact dislodged from one of the leads. The contact was successfully retrieved from the patient.

Event description:
A report was received that during an elective explant procedure a contact dislodged from one of the leads. The contact was successfully retrieved from the patient.

Manufacturer narrative:
Analysis of the device sc-2366-50 (B)(4) confirmed the complaint. Two electrodes were missing from the distal end. The damage resulted from the explant procedure when the lead body was being pulled from the patient's body due to excessive tension on the lead as there was patient tissue around it. Additionally, the proximal array is fractured and a contact was deformed. It appears that the contact was crushed by a surgical tool. Damage to the lead is a result of a typical explant procedure and it is not considered a failure. Analysis of sc-2366-50 (B)(4) revealed the lead exhibited cable fractures and it failed impedances check. The breakages were in the proximal array and on the lead body 15 centimeters from the proximal tip. Analysis of sc-2366-50 (B)(4) revealed the lead exhibited a cable fracture and it failed impedances check. The breakage was in the distal array. Analysis of sc-2366-50 (B)(4) revealed the lead exhibited a cable fracture and it failed impedances check. A cable continuity check between the distal end and cable confirmed the breakage was in the distal array. The damage to leads (B)(4) was likely a result of the explant procedure.